Manufacturer narrative:
(B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record and found no defects at in-process inspection and final control inspection. The process cards show no abnormalities.

Event description:
As reported by the user facility ((B)(6)): failed cannulation - cannula removed - cannula disposed of - injury occurred on disposal - safety device not activated. Staff member sustained needlestick injury from needle .